Manufacturer narrative:
Additional MFR narrative should include the clinical review. Clinical review: the file has been assessed for the necessity of performing a clinical investigation. On (B)(6) 2019, a nurse contacted customer support and requested a replacement cycler for this patient on peritoneal dialysis (pd) reportedly due to the patient not draining with no reported machine alarms. The cycler was processed for replacement and set to be delivered to a hospital. There were no reported allegations of any fresenius device or product causing an adverse event. It is unknown why the patient was in the hospital despite multiple attempts to obtain additional information. However, currently, there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Therefore, the completion of a clinical investigation is not warranted at this time.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. A drain complication support warning occurred, as expected, when the patient line was clamped during the drain phase, cycle 3. This shows that the received cycler will properly alarm if a drain problem occurs. A post-ast 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A registered nurse (rn) contacted technical support for assistance with a patient that was not draining (no alarm) on the cycler during peritoneal dialysis (pd) treatment. The nurse reported that the patient drained out only 125 ml/2000 ml in drain 0 of 4 (drain time is more than 1 hour). The rn was not familiar with the cycler. Technical support referred the rn to the patient¿s peritoneal dialysis registered nurse/doctor. The rn requested a replacement cycler due to the cycler not draining (no alarm). No additional information was provided. There were no reported allegations of any fresenius device or product causing an adverse event. It is unknown why the patient was in the hospital despite multiple attempts to obtain additional information.